Event description:
Pusher wouldn't advance filter through catheter. Pusher cup got stuck at introducer. Replaced storage tube only with another of the same make to successfully deploy filter. No further complications reported.